Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that the alternating current (ac) indicator was off. It was determined that the voltage of the power management (pm) printed circuit board assembly (pcba) was too high, causing the pm pcba to short. It was determined that the machine had no ac current, so the battery was exhausted. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that the alternating current (ac) indicator was off. It was determined that the voltage of the power management (pm) printed circuit board assembly (pcba) was too high, causing the pm pcba to short. It was determined that the machine had no ac current, so the battery was exhausted. In gfe responses from the asp received, it was stated that no parts were replaced to resolve the issue. The device was not used for some time, and the device had returned to operating as expected when used again. The asp stated that the issue was resolved, and the device was returned to use. No further work was performed on the device. The investigation concludes that no further action is required at this time.